Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set cannula was bloody. The patient's blood glucose was reported to be at 313mg/dl and ketone levels were reported at "1.1 level". A correction with the patient's pump was administered to address the high blood glucose and the infusion set was replaced to resolve the issue. No permanent injury was reported.